Event description:
It was reported that the customer received a button error alarm on the insulin pump during the filling procedure. The customer's blood glucose level was 16.4 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. However, moisture damage was found at keypad traces. The insulin pump cracked case at display window corners, lcd display window, belt clip slot, reservoir tube lip and minor scratches on display window.